Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with a premature battery depletion. A new device was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with a premature battery depletion. A new device was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with a premature battery depletion. A new device was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.